Event description:
While using a byte retainer, patient reports that their bite is completely uneven, the retainers have caused one side of the canine teeth to shift apart causing their top and bottom canine teeth to appear impacted. Both sides of their bite do not touch where their canine teeth are, however one side is much worse than the other side which causes an asymmetrical and very noticeable bite problem. The patient reports that they did not have this before treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.